Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: a review of the pump¿s history showed only typical usage alarms. A load, rewind, and prime sequence was performed successfully. A cartridge with approximately 100u was filled and recognized correctly by the piston rod. Then 10u was successfully primed; 90u remained in the cartridge and this was successfully displayed on the home screen. A normal 10u bolus and a 10u audio bolus were performed successfully. The pump correctly calculated the remaining units 80u and 70u after each bolus. No hypersensitive keys were observed on keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter alleged that the pump was showing there being less insulin left than was actually in the cartridge. It was noted that today the pump had shown 28 units remaining and the cartridge showed 60 units remaining. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.